Event description:
It was reported that the patient presented after MRI. Interrogation noted that the implantable cardioverter defibrillator was found in backup mode. Programming changes were performed. The patient was in stable condition.